Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. UDI #(B)(4). Reported event was confirmed with product return. Visual inspection found that hair-like debris was found within the sealed sterile packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign report source: (B)(6).

Event description:
It was reported that debris was found in the sterile packing during inspection prior to entering the field. There was no patient involvement. Attempts have been made and no additional information is available at this time.